Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed flow transducer test during pre-use check . The o2 gas module was found to be damaged. The o2 gas module was damaged due to that the hospital supply pressure was mounted incorrectly. The hospital found a third party to replace the damaged o2 gas module. The o2 gas module was not returned for investigation. The provided logs confirmed the reported pressure transducer test failure at the event date. No alarms or technical error has been generated at the event date.

Event description:
Manufacturer's ref#: (B)(4).